Event description:
Report provided by the end user states that they have experienced denuded skin around the stoma with scant drainage. It is very painful around a present ulcer that will sometimes close over, but remains red and sometimes is open. This area is red, and the irritation to the skin spread to under the entire mass and tape collar. When the appliance is changed, a towel and water are used to cleanse and dry it. The end user then applies an ostomy powder, a sting free spray, air dries, and then applies the wafer with a barrier. The end user has an appointment to see a dermatologist. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.